Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The endoscope model is unknown. A possible contributing factor to difficulty visualizing the bands is using an endoscope with an outer diameter outside the recommended range. The mbl-u-6 can be used with endoscopes with an outer diameter in the range of 8.6 ¿ 11.3 mm. Use of a endoscope outside the recommended range could have contributed to the reported observation. The instructions for use contain the following precaution: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Additional information received indicated that the bands deployed prematurely. Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use direct the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. A patient of unknown age and gender underwent an unknown procedure in which the 6 shooter saeed multi-band ligator, g31917, was used. The physician was working on varicies and could not visualize when the bands and where the bands were going. [The physicians] vision was occluded. The patient was taken to the interventional radiology (ir) department to complete the procedure. There was no reportable information at this time. Additional information was received on 06-aug-2019. The physician was unable to visualize the esophageal varices for banding. He attempted twice with cook medical equipment with no results. The patient had to be transferred to critical care because [the user was] unable to stop the bleeding. Additional information was received on 12-aug-2019: the cook area representative spoke to the technician and the surgeon and they said they could not visualize the varices. The technician stated that the bands fired before it should have [premature band deployment]. Other than the deployed bands, it is unknown if any other section of the device remained in the patient¿s body. The patient was transferred to critical care due to this occurrence. Because the complainant stated that there was no harm to the patient, we can conclude that this information does not reasonably suggest the patient was adversely impacted.